Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after falling and hitting their face. An interrogation of the implantable pulse generator (ipg) device showed low battery voltage that was far past elective replacement indicator (eri). Threshold testing was able to be performed and diagnostic information was not available. The device was explanted and replaced. No patient complications have been reported as a result of this event.